Event description:
Account states a critical incident where the tubing snapped, resulting in a retained section of the drain in the pt, which will need to be retrieved in theatre. A second incident where nursing staff were unable to remove the drain with normal retrieval pressure, so left the drain in situ. Drain has been removed; however, force needed was beyond that expected.